Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that a patient with two pain stimulation devices (one for her neck and one for her lumbar region) had the lumbar spinal cord stimulator (scs) replaced in (B)(6) 2014 because it wasn¿t working properly.